Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered and did not terminate insulin therapy. Customer's blood glucose was less than 54 mg/dl. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.